Event description:
Reporter indicated that the patient was experiencing an increase in seizures. Cause of the increase and relationship to vns therapy is unknown at this time. Information provided did not determine whether this was an increase above pre-vns seizure levels. All attempts for further information were unsuccessful.